Event description:
Zenith three piece graft was placed with no problems along with a planned placement of an iliac leg extension on the contralateral side. The final angiogram noted what appeared to be a distal type I endoleak on the ipsilateral side. A coda balloon was advanced up the ipsilateral side to remold the leg graft. The pt was noted to have heavily calcified iliacs. When the balloon was inflated the pt's blood pressure dropped and the iliac was noted to have ruptured. Coda balloon was advanced up the right iliac and inflated in the aorta to occlude blood flow while rupture was fixed. Two leg grafts were deployed, but did not seal off the rupture completely. An occluder was placed at the bifurcation and a right to left fem-fem bypass was performed. A converter was not used because the occluder was placed at the bifurcation. The pt is doing well at this time.